Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the device was empty. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cartridge batch number, j00f8w; cartridge condition, good; driver condition, good; retaining pin arm condition, n/a; retaining pin condition, good and staples present. Analysis conclusion: based on the info rec'd and the visual inspection, no conclusion could be reached as to what may have caused the reported incident. The cartridge was rec'd in good condition. The instrument was not returned with the cartridge. It should be noted that a 100% visual inspection through an automated vision sys takes place during mfg to ensure that all the staples are present prior to shipment. Mfg and engineering have been notified of the reported incident.